Event description:
(B)(4) received information that approximately (B)(6) following the implant of this bioprosthetic valve, re-operation was performed due to regurgitation. Paravalvular leak was determined to be secondary to suture technique/technical error at implant. The valve was repaired and remains implanted. No adverse pt effects have been reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was obtained. Results: no product returned. Conclusion: cause of event determined to be related to implant technique. Analysis: the valve remains implanted. Conclusion: according to the report, the leak was caused by surgeon suture technique or other issues related to suturing (not product related).